Event description:
It was reported that the tubing of this artificial urinary sphincter was replaced, along with a new pump, the initial implant included tubing that was too short which did not allow appropriate device placement. No patient complications were reported.